Event description:
It was reported that the pump mechanism was damaged. There was no patient involvement. Device evaluation revealed a cracked chassis between the downstream sensor and the valve.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. Visual inspection revealed a cracked chassis between the downstream sensor and the valve. Functional testing was performed. The chassis/sensor was replaced.